Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on the body under the lifevest. Patient also reported that rash spread to other parts of his body. Patient reports the irritation is red, itchy and looks like hives. There was no alleged device malfunction contributing to the irritation. Patient was advised by a pharmacists. Patient's physician reported that the irritation was likely due to an allergic reaction to a medication that was being exacerbated by the lifevest. A dermatologist described the area as a "chemical burn" due to lasik and patient was prescribed triamcinolone acetonide 0.1 % cream. Follow up indicated that the cream can take up to three weeks before improvement is seen. Outcome of the irritation is unknown.